Event description:
A report was received that the trial patient was experiencing pain from her knee to her ankle on her right leg whether the stimulation was on or off. The physician prescribed pain killers to the patient. In addition, the physician gave the patient a reflex sympathetic block following the lead pull. The lead was not pulled early. The physician does not believe the patient's symptoms were device related. It is unknown if the symptoms were procedure related.

Manufacturer narrative:
The explanted percutaneous lead was not returned to bsn as it was discarded by the medical facility.